Event description:
It was reported that the patient stated that the bhs unit is making her ankle "painfully achy". The patient stopped using the stimulator yesterday and said she had some continued achiness. However, it was nothing in comparison to when she wore her stimulator. According to the sales representative, the patient has discontinued use at this point. The patient reported that the pain started after 2 or 3 hours of using the stimulator. The patient stated that she started getting an aching sensation and it got worse and worse. The patient described it as "a painful aching feeling". The patient stated that she is using the unit on the left fibula near the ankle. The patient stated that the pain level is at 8 or 9 out of ten and that she cannot walk if she keeps the unit on if it is more 3 to 4 hours. The patient reported that the pain is below the skin and starts to subside after 3 or 4 hours. The patient went on to state that the ankle starts swelling after 3 or 4 hours and that the longer she wears the unit the more painful it gets. The patient stated that she has not increased her daily activities. The patient reported that she left a message with the nurse a few hours ago and she has an appointment tomorrow. The patient stopped using it on saturday night. The patient reported that she has no pain right now and that she took ibuprofen, and it does not work at all. The patient will call back after her doctor's appointment. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in nov 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient stated that the bhs unit is making her ankle "painfully achy". The sales rep stated that the patient stopped using the stimulator yesterday (B)(6), and said she had some continued achiness, however, it was nothing in comparison to when she wore her stimulator. According to the sales rep, the patient has discontinued use at this point. The patient reported that the pain started after 2 or 3 hours of using the stimulator. The patient stated that she started getting an aching sensation and it got worse and worse. The patient described it as "a painful aching feeling". The patient stated that she started using the stimulator on (B)(6) 2022. The patient stated that she is using the unit on the left fibula near the ankle. The patient stated that the pain level is at 8 or 9 out of ten and that she cannot walk if she keeps the unit on if it is more 3 to 4 hours. The patient reported that the pain is below the skin and starts to subside after 3 or 4 hours. The patient went on to state that the ankle starts swelling after 3 or 4 hours and that the longer she wears the unit the more painful it gets. The patient stated that she has not increased her daily activities. The patient reported that she left a message with the nurse a few hours ago and she has an appointment tomorrow (B)(6). The patient stopped using it on saturday night (B)(6). The patient reported that she has no pain right now and that she took ibuprofen, and it does not work at all. The patient will call back after her doctor's appointment. No additional patient consequences have been reported. The sfxl coilette was not returned for further evaluation.